Manufacturer narrative:
Additional information received that the dxr00v lens was discarded. Based on the additional information received, the code from the initial MDR, type of investigation: 4114 is no longer applicable. The following code have been added to reflect the new information: section h6: type of investigation: code 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: ethnicity: unknown/ asked but not available. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symphony intraocular lens (iol) has been explanted from the patient's right eye due to poor vision. There were no other visual issues. No patient injury and no other intervention required. Replacement lens details were not available. Patient is doing good. No further information was provided.